Manufacturer narrative:
Section e: initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during medtronic preventive maintenance, this ht70 ventilator did not pass the shutdown buzzer alarm test. The ventilator was not in use on a patient at the time of the reported event.